Event description:
It was reported there was an issue with the screen. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not verify a display screen problem. It was also noted that the stylus pen had a loose tip, both keyboard hinges were broken, the keyboard slide plate was missing, the programmer cooling fan was noisy, and the power cord bay had two broken latches.